Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; opening curved, yellow particles on the shell and underweight. A visual and microscopic analysis was performed which identified; sharp opening on posterior and two striated openings on radius and anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is:a sharp opening on posterior assessed as an unidentified (tear) opening.a striated opening on radius and anterior assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data: d.10, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side "pain and swelling," "reactive pericapsular edema," and "probably reactive mild right internal mammary chain lymphadenopathy." Device has been explanted.